Manufacturer narrative:
The reported complaint of being unable to interrogate ra lp after removing the rv lp was confirmed in the merlin log. The root cause was the result of user¿s deviating from the boxchange workflow. The issue was resolved through an etp procedure. The reported complaint of rom mode was also confirmed in the log. The root cause for the rom mode was unable to be determined.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted that the atrial lp was operating in backup mode. Once restored, it was noted that the ventricular lp exhibited loss of capture and sensing. A chest x-ray was performed and confirmed the ventricular lp dislodged to the right pulmonary artery. After ending the session and re-interrogating, an error message appeared indicating the atrial lp was operating in backup mode again. Lp restoration was attempted but the lps were unable to be interrogated and low i2i occurred. The atrial lp was eventually able to be interrogated. The ventricular lp was explanted and not replaced. The patient was stable.